Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer had been directed from the pharmacy as she was unable to issue medication. A technical support specialist had remoted in and trained the client on how to request rx-verify. The item was then requested resolving the issue. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user requested rx-verify training and was unable to issue medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.